Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (fph) service centre in (B)(4), where it was inspected by a trained fph service engineer. The device was visually inspected. Results: visual inspection revealed that the gas inlet and outlet ports of the subject neopuff were both broken, not just the outlet port as originally reported. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. We note that the subject neopuff device is approximately nine years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff was repaired at our france service center and returned to the customer after passing the performance checks specified in the neopuff technical manual.

Event description:
A hospital in (B)(6) reported that the outlet port of a neopuff infant resuscitator was broken. There was no patient involvement.